Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25143. It was reported the patient (B)(6) was unable to receive effective stimulation during the trial. In turn, the physician decided to explant and replace the lead instead of repositioning it to obtain effective stimulation for the patient. Effective stimulation was obtained post-operative. The issue is resolved. Both of the patient's leads are being reported since it is unknown which lead was explanted and replaced.